Event description:
On 3/8/2000 a foreign body was retrieved from the pt's atrium. After investigation it was found to be part of the venous access device. In 2000 the remaining portion of the device was explanted.